Manufacturer narrative:
A visual examination of the returned advantage fit system revealed that one small piece of mesh was returned. The user most likely cut the mesh to remove it. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a mid-urethral sling procedure performed on (B)(6) 2017. According to the complainant, several weeks post-procedure, the patient had mesh exposure at the incision site. The physician then performed a sub-urethral mesh resection.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a mid-urethral sling procedure performed on (B)(6) 2017. According to the complainant, several weeks post-procedure, the patient had mesh exposure at the incision site. The physician then performed a sub-urethral mesh resection.